Manufacturer narrative:
(B)(4).

Event description:
In 2012, a 21 mm trifecta valve was implanted. On an unknown date in 2017, the patient reported dyspnea and in (B)(6) 2017, the valve was explanted. Ex vivo, a cuspal tear was noted.

Manufacturer narrative:
The results of this investigation concluded leaflets 2 and 3 contained tears. Leaflet 1 was fibrotically thickened. There was fibrous pannus ingrowth on the outflow surface of leaflets 1 and 2. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2012, a 21 mm trifecta valve was implanted. On (B)(6) 2012, a tte revealed a mean aortic gradient of 8 mmhg and a functioning aortic prosthetic valve. On (B)(6) 2017, the valve was explanted secondary to reports of cuspal deterioration resulting in dyspnea. Ex vivo, a cuspal tear was noted. A 21 mm perimount magna ease valve was implanted.